Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported material deformation (lock line) associated with the lock line knotting could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a knot in the lock line. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. It was noted that during lock line removal in the deployment process, it was noted that the lock line was difficult to unravel and was said to be wrapped tighter than usual in a knot fashion. The lock line was not able to be untangled, subsequently the line was cut and was then able to be removed. The clip was deployed successfully and the mr was reduced to grade 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.